Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was smashed in a car accident over a year ago. The customer believed there may have been insulin pump damage that caused her blood glucose to recently increase to the 500 mg/dl range. During troubleshooting there was no visible damage noted on the insulin pump. The label came off of the insulin pump but the customer was able to press it back on. Troubleshooting was declined for the high blood glucose. The customer treated via insulin pump bolus and manual insulin injection. The insulin pump will be returned for analysis.